Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the interface pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. (B)(4).

Event description:
It was reported to physio-control that the buttons on the customer's device were unresponsive. The buttons on both keypads on the device did not respond to be being pushed. There was no patient use associated with the reported event.